Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp support was being prepped for the 73-year-old male patient admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock, when there was a delay due to priming issues. The automated impella controller (aic) had a purge prime that did not complete and alerts were observed on the aic screen. Due to concerns of incorrect priming the team replaced both the aic and the purge cassette. The original cp was able to be primed correctly on the replaced product and support was successfully initiated. The aic will be reported for the support delay; however, the exchange was performed with no consequence to the patient and support. The cp and aic remain on for support with no harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 has been updated.